Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm and insulin continued to drip when releasing the act button and motor stops. Customer's blood glucose was unknown and customer was treating with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.